Event description:
A peritoneal dialysis (pd) patient caretaker reported that the patient had some drain complications and draining slowly warnings during drains 1 and 2 of pd treatment. The patient cancelled treatment and did not call technical services due to being too tired. The next morning when the patient removed the cassette from the cycler there was fluid found in the pump module area. There was fluid on the cassette door. In a follow-up, a pd nurse verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient is still using the same cycler. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient caretaker reported that the patient had some drain complications and draining slowly warnings during drains 1 and 2 of pd treatment. The patient cancelled treatment and did not call technical services due to being too tired. The next morning when the patient removed the cassette from the cycler there was fluid found in the pump module area. There was fluid on the cassette door. In a follow-up, a pd nurse verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient is still using the same cycler. The cycler set is not available to return for investigation.